Event description:
Event description guidant received information that this boxed/unused cardiac resynchronization therapy defibrillator (crt-d) was interrogated prior to the implant procedure and the monitoring voltage was 3.1v and the gas gauge needle was not at bol (beginning of life). The labeled voltage was reported to be 3.25v.